Manufacturer narrative:
The customer reported that a (broken off) electrode was retained in the patient, and had to be surgically removed from the patient about 1 week after surgery. The customer did not provide information on the electrode part number or lot number.